Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. Customer's blood glucose value was 124 mg/dl, at the time of incidence. Customer reported that it was hard to make out exact blood glucose level as insulin pump went blood glucose value with high numbers. Helpline unable to capture the treatment. Customer was using auto mode. The insulin pump will not be returned for analysis.